Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had two holes in the proximal end and middle of the cylinder, consistent with sharp instrument damage, leak was present. The second cylinder had a hole in the proximal end from sharp instrument damage, a leak was present. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The reported inflation issue was not confirmed, the sharp instrument damage on both cylinders most likely occurred during the explant surgery. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cylinders of the ambicor penile prosthesis did not inflate. The patient underwent surgery to replace the device. There were no patient complications.

Event description:
It was reported that the cylinders of the ambicor penile prosthesis did not inflate. The patient underwent surgery to replace the device. There were no patient complications.